Event description:
The customer stated that insulin from the reservoir leaked, and her blood glucose went up to 500mg/dl. The customer stated that after changing the infusion set and reservoir twice, her blood glucose dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.